Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board, front keypad, and input cable were replaced. The unit was returned to service. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board, front keypad, and input cable were replaced. The unit was returned to service.